Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Second loosens goo that goes to the stomach [accidental device ingestion], the breath becomes gooey [bad breath]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser) at an unknown dose and frequency. On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and bad breath. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion and bad breath were unknown. It was unknown if the reporter considered the bad breath to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: the adverse event information was received on 27 mar 2021 from a consumer via interactive digital media ((B)(6)). The consumer stated, "first, it is expensive. Second loosens goo that goes to the stomach. When washing the slime, it fills the toothbrush, which is difficult to remove. The breath becomes bad. It's hard to find a product for this purpose".